Event description:
It was reported that the device had two electrical resets. Caller said they were having the patient transmitted while undergoing radiation therapy. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.